Manufacturer narrative:
H3: the axium prime coil was returned for analysis. The axium prime pusher was found broken at the hypotube break indicator (hbi). No other bends or kinks were found with the pusher. The release wire coin was found against the lumen stop, the shield coil was found intact, and the implant coil was found still attached to the pusher. The implant coil was found damaged and had lost its original shape. The release wire was accessed and pulled out from within the pusher without issue. Dried residue was present on the release wire coin and at the lumen stop. The pusher and release wire were placed into the sonic cleaner to remove the residue. The release wire coin and lumen stop were found damaged. The damage is consistent with the release wire coin jamming at the lumen stop. Based on the device analysis and reported information, the customer¿s report of ¿non-detachment¿ was confirmed. It is likely that the jammed condition of the coin in the lumen stop led to the difficulty during detachment during the event; however, the cause for the coin ¿jamming¿ could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there were no issues encountered prior to non-detachment of the coil. There was no damage observed to the pushwire after removal, and a replacement coil was used to complete the procedure without any problems. Aneurysm ch aracteristics, vessel tortuosity, and instructions for use (IFU) preparation, and whether an instant detacher was used were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after delivery of the coil into the aneurysm, manual detachment was performed. However, the detachment did not work. The inner wire was pulled out and separated, but the coil was still not detached. There was no injury to the patient as a result of the event.